Event description:
The device was used during a oophorectomy. Reportedly, the instrument jammed during use. The hospital that no pt injury occurred.

Manufacturer narrative:
7/16/1998-supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.